Manufacturer narrative:
(B)(4): the customer reported that the device locked up during the opcheck. The unit was evaluated at philips. The symptom was verified. The processor pca was replaced to resolve the issue.

Event description:
The customer reported that the device locked up during the opcheck.